Event description:
It was reported during bph procedure two fibers broke in the middle of the surgery. No information provided as to how the procedure was completed. Patient outcome: "ok" reported. No injury to patient was reported. This event is for second failed fiber.